Event description:
It was reported that pt underwent total hip arthroplasty in 1994. Revision performed in 2004. Explanted liner component shows deformation of the articulating surface due to localized loading.